Manufacturer narrative:
Evaluation method: (film evaluation). Evaluation results: inherent risk of procedure (endoleak), (cause of event is unknown). Evaluation conclusions: (cause of event is unknown).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were unremarkable. It was reported that bifurcated stent graft was implanted from the right side and the contralateral limb from the left side. The right hypogastric artery needed to be coiled. After implant, the left hypogastric artery may have been accidentally partially or totally occluded; however, the physician does not think so. It was also reported that there is a type IV or junctional endoleak at around the gate area. No intervention was done for the endoleak and the physician decided to evaluate in 45 days with a follow-up CT. No clinical sequelae were reported, and the patient is fine. A review of films show a likely type IV blush, but could not rule out a junctional endoleak. The alleged left hypogastric artery occlusion could not be confirmed.